Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous left iliac artery. The amplatz super stiff guide wire was inserted without issue and a non bsc angiography catheter was advanced over the wire. The physician then attempted to remove the amplatz guide wire; however, resistance was encountered. He decided to remove the catheter and the guide wire together and severe resistance was noted between the two devices. As there was additional resistance encountered within the 6fr non bsc sheath, all three devices were removed together. The coil of the amplatz guide wire had become unraveled during removal and a 1cm portion of the wire, 6cm from the distal tip, was noted to be 'flaring'. The procedure was not completed ''due to another reason.'' There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the distal coiling was unraveled and severely elongated. A core wire fracture was observed 172.5cm from the proximal section. The coating was peeled along the entire body. Outer diameter met specification in undamaged areas. Sem analysis concluded the failure occurred due to a torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous left iliac artery. The amplatz super stiff guide wire was inserted without issue and a non bsc angiography catheter was advanced over the wire. The physician then attempted to remove the amplatz guide wire; however, resistance was encountered. He decided to remove the catheter and the guide wire together and severe resistance was noted between the two devices. As there was additional resistance encountered within the 6fr non bsc sheath, all three devices were removed together. The coil of the amplatz guide wire had become unraveled during removal and a 1cm portion of the wire, 6cm from the distal tip, was noted to be "flaring." The procedure was not completed "due to another reason." There were no patient complications reported and the patient's status is good.